Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented for a post-operation checkup. Upon interrogation, it was noted that the right ventricular lead - rv exhibited decreasing r-waves. The patient then presented for a lead revision procedure. During the procedure, it was noted that the stylet could not be inserted pass the shock coil and that the helix would not retract. The lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.